Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 127 service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/29/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a review of the black box and alarm history showed related call service alarms had occurred. The pump powered on to a call service alarm. The pump reference voltage was measured and was found to be below specifications. A defective capacitor on the printed circuit board was removed and the reference voltage returned to specifications. The pump was then powered on and was exercised with no additional failures observed. Unrelated to the complaint, the battery compartment was observed to be cracked.